Event description:
It was reported that, "in (B)(6) of 2009 after letting everyone hear the popping and feel the movement by placing their hand on my knee, I had another operation. Thinking this was to repair the problem, no it didn't happen. The next day after, the same thing. The doctor recemented the bone to the knee."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If device or add'l info becomes available, the eval summary will be submitted in a supplemental report.